Event description:
Related manufacturer reference numbers: 2017865-2022-07382. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited muscle stimulation at the pocket site and the right ventricular (rv) lead exhibited r-wave amplitude variation. During revision procedure, it was noted both the ra lead and the rv lead had insulation breach. Both ra lead and rv lead were capped and replaced on (B)(6) 2022. Patient condition was stable.